Event description:
The asp field service engineer (fse) noted old mist visible from the system. The fse confirmed that there were no human reactions experienced. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The fse tested the unit and found it operating to manufacturing specifications. This issue has been addressed with a customer letter related to correction & removal.